Event description:
Bd insyte autoguard bc 18ga x 1.16 in IV (lot 5171710) needle not retracting at all. We have had several similar incidents with this product with various lots. All submitted to bd product complaints as well. Two resulted in needlesticks. Reference report# mw5178095.